Manufacturer narrative:
H10: the lot number was provided for 1 out of 2 malfunctions; therefore, a lot history review is currently being performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for both malfunctions. The company is still investigating the issue at this time. H10: g3, h6 (device: a0101, a0406). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model rf310f filter experienced difficult to remove and tilt. These events were reported from various sources. Both events involved patients with no reported injury. One patient is a 64 year old female and the other is a 22 year old female. Both of the patients' weights were not provided.

Manufacturer narrative:
The lot numbers for these two (2) events are unknown, therefore the manufacturing reviews could not be conducted. The devices have not been returned for evaluation; therefore, the investigation is inconclusive for difficulty to remove as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model unknown g2 filter experienced difficulty to remove. These events were reported from various sources. Both events involved patients with no reported injury. The patients¿ age, weight, and sex were not provided for either case.